Manufacturer narrative:
At this time, the pacemaker remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a new pacemaker was implanted. The patient had leads that had been implanted for 8 years. The report was that the minute ventilation (mv) sensor was oversensed due to lead issues. Additional information was sent to determine details. The pacemaker remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the pacemaker remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that a new pacemaker was implanted. The patient had leads that had been implanted for 8 years. The report was that the minute ventilation (mv) sensor was oversensed due to lead issues. Additional information was sent to determine details. The pacemaker remains in-service. No adverse patient effects were reported. Additional information was received that this newly implanted brady device was not a boston scientific pacemaker, as the patient was implanted with pacemaker from another manufacturer. Information suggested that the device had been checked with no issues. The device remains in-service.